Event description:
It was reported that both the monitors on the 2600 system had no image displayed. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Both monitors were replaced during the service call. The system was tested and found to be working as intended and put back into service.